Manufacturer narrative:
The event of system explant was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
Reference manufacturer numbers: 1627487-2021-02357, 1627487-2021-02358, 1627487-2021-02359. It was reported that the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention wherein the drg system was explanted on an unknown date. It is estimated to have occurred in (B)(6) 2020. Since it is not known which device contributed to the issue, all possible devices are being reported on.